Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastrectomy procedure, clips ejected after the 1st firing. Some clips could be fed into the jaws. However, scissoring occurred and teardrop shaped clips were deployed. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.